Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through with a glass shard protruded into the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and topical skin adhesive was used. When the vial was squeezed, the hard inner plastic came through the outer plastic. There was no adverse patient consequences.